Manufacturer narrative:
Analysis was unable to verify the battery cap damage due to the insulin pump received without the original battery cap. The test battery cap fits and removes properly in the battery compartment. The insulin pump powered up properly after battery installation. The unit had normal operating currents and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The unit was monitored and no unexpected battery out limit, battery alarms, or powering off/shutting down occurred during testing. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called to report that he used 20 batteries but the insulin pump continued to shut off. Customer noticed the battery cap would not stay on the battery compartment. Customer also reported a crack on the display. The customer's blood glucose level was 400 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.